Event description:
It was reported to medtronic neurosurgery that a duet's tubing became disconnected at the patient line stopcock and was leaking.

Manufacturer narrative:
The returned unit was patent. The distal patient line tubing was observed to be disconnected from the tubing joint at the patient line stopcock. Adhesive was observed inside and outside of the tubing joint. The disconnected tubing led to the device not meeting requirements for the leakage test. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Manufacturer narrative:
The returned unit was patent. The distal patient line tubing was observed to be disconnected from the tubing joint at the patient line stopcock. Adhesive was observed inside and outside of the tubing joint. The disconnected tubing led to the device not meeting requirements for the leakage test. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).